Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient death, torn leaflet, chordal rupture and single leaflet attachment. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Two mitraclips were implanted reducing mr grade to 1. After the mitraclip procedure, the patient remained in the hospital. On (B)(6) 2019 the patient underwent a transcatheter aortic valve implantation (tavi) procedure and was found to have recurrent mr grade 4, a torn posterior leaflet and a single leaflet device attachment (slda). The slda was due to the torn leaflet. The recurrent mr was due to the torn leaflet and chordal rupture. The patient was on non-invasive positive pressure ventilation, but on (B)(6) 2019 the patient went into cardiac arrest. Cardiopulmonary resuscitation was not performed and the patient expired from cardiac failure. No additional information was provided.

Manufacturer narrative:
Internal file number - 377410/1-1. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. This event was further reviewed by an abbott vascular medical affairs director. The reviewer stated that death was not directly related to the device, but it cannot be excluded that the recurrent mitral regurgitation (mr) may have contributed to triggering cardiac decompensation. All available information was investigated and the definitive cause for the reported single leaflet device attachment (slda) could not be determined. The reported tissue damage resulting in worsening mr was due to slda. The definitive cause for the reported cardiac arrest could not be determined. The death was due to cardiac failure. Lastly, the hospitalization was result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.